Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history

Event description:
It was reported that the patient experienced a loss of therapy due to their ipg becoming inoperable. As such, the patient's ipg was no longer able to communicate with the charging system. Troubleshooting did not resolve issue. Surgical intervention may be taken at a later date to address this issue.

Event description:
Follow up revealed that the patient underwent surgical intervention on (B)(6) 2017 wherein the ipg was replaced and effective therapy was restored post operatively.